Manufacturer narrative:
Model number/catalog number 72404155 serial number null batch/lot number 655972001 model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. The patient did not experience further complications. It was further reported that the patient experienced fluid loss due to a hole in the tubing. The patient was said to be good following the procedure.